Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from a field clinical specialist that while deploying 23mm sapien 3 ultra resilia valve with a 23mm commander delivery system, the delivery system balloon burst at the moment the 23 mm s3ur was fully deployed. The delivery system was prepared with +2 ccs greater than nominal volume per physician direction. Echo confirmed full valve deployment and no aortic insufficiency (ai), no paravalvular leak (pvl), and no annular injury. The delivery system, tapered tip and balloon were all removed from the patient without detachment. Vessel access closure was performed and the patient was sent to recovery in stable condition with no apparent harm.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The returned device was visually examined, and the following was observed: j shape balloon burst observed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of balloon burst was confirmed by visual examination of the returned device. However, no manufacturing non-conformance was identified during the evaluation. Dimensional inspection of the returned balloon revealed that the balloon wall thickness was within specification. No other visual abnormalities were observed on the returned sample. An existing edwards technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As per event description, ''while deploying 23mm s3ur valve with 23mm commander delivery system, the delivery system balloon burst at moment the 23mm s3ur was fully deployed. The delivery system was prepared with 2 + cc greater than normal volume''. Per 3mensio, there was calcification presence. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, it was noted that the balloon was inflated with a volume of + 2cc. Although the prescribed nominal inflation volume is provided in the IFU, it is possible the balloon was overinflated, subjecting the balloon to pressures high enough to cause the balloon to burst. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. Review of available information suggests that patient factors (calcification) and procedural factors (over inflation) contributed to the balloon burst. No further actions are required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.